Event description:
The patient underwent a CT scan of the lumbar spine for stealth intraoperative navigation. The patient was scheduled for a posterior lumbar decompression and instrumented fusion the next day. After some initial difficulties getting the scan to download correctly, the medtronic service representative came and assisted. The representative suspected the metal fragment in patient's chest was a problem and a radiologist later confirmed a bullet that caused a great amount of artifact on the images. (No mention of bullet fragment in patient's record.) It was believed that the data would be adequate for stealth navigation and surgery proceeded the next day with the medtronic service rep. Present in case of any problems. The stealth was used for a portion of the procedure. ("The pedicle screws were inserted...entry point and trajectory of the problem was repeatedly confirmed with stealth.") However, the stealth was eventually aborted during decompression due to inaccuracy (unable to adequately reconstruct the images and registration agreement between CT and fluoroscopy). The procedure proceeded as planned without use of stealth and patient was taken to the recovery room in good condition.